Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated post-procedure check, device interrogation revealed that the right ventricular lead exhibited episodes of noise predating the unrelated procedure. The noise was reproducible with arm movement. All other electrical parameters were stable. The patient presented on (B)(6) 2018 for lead revision procedure. During the procedure, a crack was identified on the lead pin. The physician believes that the crack was the reason for the noise issue. The lead was replaced successfully. The patient was stable post-procedure.

Manufacturer narrative:
The explant date should have not have been filled in since the lead was capped and not explanted.

Event description:
New information received on 8/16/18 indicating that the lead was capped on (B)(6) 2018.